Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "coil selection is a matter of physician preference and the clinical situation. The shape and diameter of the vessel to be occluded as well as proximity to branch vessels generally govern selection of the coil diameter and length. Coil diameter should approximate the vessel diameter. Selection of a coil diameter >1 mm larger than the vessel diameter may result in coil elongation and a non-compact placement with less effective reduction of blood flow. Selection of a coil diameter smaller than the vessel diameter may result in coil migration." (B)(4).

Event description:
It was reported that during an embolization treatment procedure, a coil dislodged and migrated. The intended location for treatment was the 5mm pulmonary artery. Using intermittent flushing, a 8mm x 20cm interlock coil was advanced through a 021 renegade catheter. However, the coil was not large enough and during advancement, the coil dislodged, migrated through the pulmonary artery and remained in the atrium. The procedure was completed with a 8mm coil. No further patient complications were reported and the patient's status is listed as stable.